Manufacturer narrative:
Findings: unit received with flashing white lcd display anomaly due to cracked on lcd controller. Unable to performed displacement, rewind, seating and basic occlusion due to flashing white lcd display. Unit received with cracked reservoir tube lip, scratched case and keypad overlay texture damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated that the damage to the pump was cause by a vehicular accident and patient was drive a time of accident. The customer stated that pump was run over by semi-trailer. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.